Event description:
The physician intended to implant a 3.0 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. The target lesion was a diffuse lesion with severe calcification. The lesion was pre-dilated using a 1.5 mm balloon. The stent could not cross the lesion and the device was removed. The device was returned to the manufacturing facility and stent struts were observed to be damaged. No clinical sequelae were reported. Evaluation summary: slight damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification. The 1st and 2nd proximal stent struts were elevated and deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (diffuse lesion, severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (diffuse lesion, severe calcification). (B)(4).